Manufacturer narrative:
On 18 august, 1993, dr. Implanted a 21mm aortic st. Jude medical mechanical heart valve (model 21a-101). On 16 jan., 1997, dr. Explanted this valve due to aortic insufficency. Per materials management, preoperative fluoroscopy and transesophagel echocardiography revealed one leaflet was immobile while the other leaflet was observed to be moving. Another MFR's tissue prosthesis was then implanted. The patient was reported to be recovering satisfactorily from the operation. Information reviewed from the valve's device history record and the additional testing performed through the fer analysis laboratory indicated the valve complied with st. Jude medical specifications at the time of MFR. Results of this investigation remain inconclusive. The cause of the leaflet immobility observed during the preoperative tests remains unk. However, testing performed on the valve, as well as visual observations made at st. Jude medical heart valve div., indicating normal movement of both leaflets. The alleged restriction to movement was not present during testing. Therefore, the cause of the leaflet immobility remains unk. As indicated by testing results, it was not due to an intrinsic defect in the valve. # pages = 2.

Event description:
Preoperative fluoroscopy was performed and one leaflet was observed to be moving and the other leaflet was immobile.